Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's current ins isn't helping and does not hold a charge for very long, and she is constantly charging it. The ins is currently out of charge. The patient states this issue has been occurring since implant. The patient stated the previous ins was replaced due to normal battery depletion, and she has not had any issues in the past with previous implants. Patient was redirected to her healthcare provider (hcp). Additional information received from the patient stated she had a meeting with the rep and wanted the rep to bring along a new recharger. The patient stated she had not received the first one sent. It was reviewed that it would be best to wait until after the meeting with the rep, but the patient was insistent another be sent immediately. The patient stated both her rechargers need to be charged, and stated she was told that the only way to charge them is to turn them off and then charge them fully. The patient thinks something is wrong with the ins as it keeps "shorting out" her rechargers and antennas. The patient stated her ins needs to be charged for her to walk. The patient called back to inquire about the delivery time. The patient is meeting with the rep to run diagnostics. Additional information received from a manufacturer's representative (rep) stated that the patient has had their antenna replaced 4 times already, twice for each device, and also had the recharger replaced. It was stated the patient is recharging frequently and having problems with charging. Patient was implanted for other non-malignant pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.